Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer would typically disconnect, deliver a bolus and when no alarm reoccurred, the infusion set would be reattached. The customer's blood glucose level was not impacted. Reportedly, the customer had used humalog in the cartridge for 3 days.